Event description:
It was reported the pt had fallen, and since that time the ipg was tipped, or had moved. The pt was having difficulty charging the ipg. It was reported the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #s: 1627487-12192011-003-r and 1627487-07262012-002-r.